Event description:
My daughter, (B)(6), is diabetic (type 1) in addition to suffering other medical conditions as a result of a craniopharyngioma when she was younger. It is not unusual for her to have wild swings in her blood sugar based on other medical conditions, with ranges from 50 to 400. We adjust insulin delivery accordingly during those high measurements. On friday, (B)(6) 2016, my daughter's glucometer had been reading exceptional high values (242-403) and we and her medical support were bolusing appropriately based on the readings. By 5pm, my daughter began suffering extreme symptoms that appeared to be a seizure but blood sugars remained high. We transported to (B)(6) hospital where they were unable to reconcile her condition with any other diagnostic tests or the recorded blood sugars on her glucometer. She slowly recovered in the hospital. During that time, she was being tested using the hospital's glucometers. She began recovering. On sunday, (B)(6), she verbalized that she wasn't feeling well and her assigned nurse was working with another patient. By providence, I picked up our glucometer to test her sugars and it read 385. I reported to the nurse what it read and because of the hospital protocol she then remeasured using the (B)(6) glucometer. It read 110. We retested ours, it then read 358. The nurse retested with a third glucometer and it read 108. We tested myself and my wife (both non-diabetics) with our glucometer and it read in the 300's for both. At that time, it was clear that we and her community medical staff had been over-bolusing her with insulin, damn near killing her in the process. She remains at (B)(6) today but does appear to be recovering. Please note, that the same day the suspect blood sugars occurred ((B)(6)) was also a day in which we switched tabs. In theory, the harm was caused by either the device, the tabs, or a combination.